Manufacturer narrative:
The steris technician stated that he heard a "popping" noise during the test cycle and looked behind the sterilizer and found loose washers and a broken bolt on the floor. The technician completed his repairs for the initial onsite visit, repaired the bolt, ran several test cycles and confirmed the sterilizer to be operational. No additional issues have been reported. The sterilizer is not under a steris service contract.

Event description:
A steris service technician was onsite servicing a 60" century sterilizer and during a test cycle a bolt from the back of the unit "shot" off and went across the room. No injuries or procedural delays/cancellations were reported.